Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed travel reverse error. No discrepancies related to the complaint were found during visual inspection. Complaint confirmed by checking the alarm history. The device is repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling and motor. The pump is calibrated and greased and reset to standard configuration. The main cause of customer reported complaint was the worn-out clutch parts. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported during inspection of a returned medfusion 4000 syringe infusion pump had course travel error. This alarm has a high priority which will interrupt the infusion process if displayed during use.